Manufacturer narrative:
The issue was resolved by phone support. The issue was eventually resolved by performing emergency power off (epo) the patient side cart (psc). No site visit was required. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that 30-degree endoscope kept flipping up/down incorrectly. The customer replaced the endoscope, but the issue persisted. After multiple troubleshooting steps were performed, the issue was eventually resolved by performing emergency power off (epo) the patient side cart (psc). The procedure was completing as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: the inverted image did not result in reversed control of instruments. There was no patient injury due to the issue.